Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset instructions, and the caller planned to reset the pump when ready with instructions to follow up if the issue persisted.